Event description:
--

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) died. The physician suspects that the ICD is not working correctly as it did not deliver a shock. The device was explanted returned for laboratory analysis.